Event description:
It was reported that a wireless battery module had singed contacts. There was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom "battery contacts were singed" was confirmed. Corrosion was apparent on the wireless module flex and radio printed circuit board as a result of fluid intrusion. This caused the components to fail. The failed device cannot reasonably be repaired, and will be retired.